Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit functions normally and within specification.

Event description:
The customer reported that while using a covidien forcetriad generator and triverse handpiece during a heart procedure, sparking occurred when the surgeon started to use the monopolar current to open the sternum. As a result, the patient received a small incineration on the head. The site has indicated that the patient was covered before the disinfecting fluids could dry, and the staff is aware of their error.